Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash that looked like welts on the stomach, back, and arms. The patient's physician instructed the patient to use benadryl. Follow up indicated that the rash cleared.